Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing a sensation that their body was "jolting". The right atrial (ra) lead exhibited undersensing and loss of capture. Follow up revealed high thresholds and low amplitude p waves have been noted since the time of implant. The atrial numbers did not improve over time and there was some twitching noted so the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.